Event description:
It was reported that after a firmware update the dexcom g6 could not provide readings to the ilet, with the pump repeatedly showing start sensor and failing to pair until the transmitter and sensor were replaced and newly paired, after which warmup initiated; this aligned with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure linked to the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.